Event description:
It was reported the aspiration needle escaped from the sheath puncturing the instrument. It escaped while the needle was being retracted at the end of an endobronchial ultrasound-transbronchial needle aspiration. The procedure was completed using a similar device with no issues. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated b5 (event description) and h4 (device manufacturer date). The subject device was manufactured in december 2023 based on the provided 3-digit lot information. The manufacture date could not be identified since the subject device was not returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The following mechanisms may have caused the needle tube to penetrate the sheath: 1. The distal end of the sheath was pressed against tissues of the trachea, bronchi, esophagus and surrounding organs. 2. The scope was forcefully pushed into the patient¿s body while the sheath was pressed against the tissue causing the sheath to bend. 3. When an attempt was made to extend the needle while the sheath was bent, the tip of the needle to be caught in the bent area of the sheath. As a result, the needle could not be extended. 4. The needle protruded from the side surface of the sheath when an attempt was made to extend the needle by forcefully applying a force to the operating portion while the needle could not be extended. The event can be detected/prevented by following the instructions for use (IFU) (drawing number ge2140 revision number 23): ·take the instrument out of the tray by holding the sheath not to make the sheath pop out of the tray. Otherwise, the insertion portion of the instrument might be broken. Also, if the insertion portion pops out of the tray by elasticity, doctors or patients might be injured by the distal end of needle tube, sheath, and stylet. ·do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument. ·turn the up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument. ·if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope. ·do not round the insertion tube smaller than 15 cm in diameter. The aspiration biopsy needle may break. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the aspiration needle escaped from the sheath puncturing the instrument. It escaped while the needle was being retracted at the end of an unknown procedure. The procedure was completed with no issues. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.